Manufacturer narrative:
(B)(6):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00448, and #3005099803-2011-00449 for a description of the other devices. This report is for the third device.it was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure.according to the complainant, the needle did not retract, while testing three interject needle devices outside of the patient. A fourth interject needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.